Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the implant had to be removed from the patient due to failing/breaking postoperatively at the nail-blade junction. This report is 1 of 2 for (B)(4).

Event description:
Additional information was received on (B)(4) 2015 reporting only the nail was broken, not the blade.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received, a manufacturing investigation action was conducted: the report indicates that: relevant measurable dimensions of the pfna were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. Most of the stress marks are on the distal piece of the broken nail and were most probably caused during the extraction of the distal part. The cause of the heavy stress mark at the blade hole edge can afterwards not be defined. The anodized layer is worn out at this damage, which indicates that the damage occurred post-manufacturing, either during insertion, in situ or extraction. The lot in question was manufactured with a lot size of (B)(4) pieces in july 2013 and we are not aware of any other complaint for this article- and lot number. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. No product fault could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). PMA/510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.